Manufacturer narrative:
The investigation found no evidence to suggest that vitros trop I es reagent did not perform as expected. The investigation identified an issue with the reagent metering subsystem. Ocd field service investigated and made necessary repairs returning the vitros eci to expected operation. The root cause is unk.

Event description:
The customer obtained non-reproducible, falsely elevated vitros trop I es results on a single pt sample on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial result was reported and questioned by the physician. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)